Event description:
It was reported that the tandem mobi pump shut down unexpectedly and required placement on a charging pad to turn back on, without any blinking leds. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the value displayed as "high." To address the high blood glucose, the customer administered a corrective injection using multiple daily injections and did not require third-party assistance. Technical support explained that the shutdown was due to low battery and educated the customer on necessary procedures when the pump turns off, including resetting insulin on board and max hourly bolus, and manually restarting cgm sessions. Battery best practice tips were also provided, and the customer acknowledged and understood the guidance.